Event description:
It was reported that during surgery the harvest was choppy and increased to full thickness from .12 setting. There was a small area where the dermatome had skipped and a full thickness incision was made down to subcutaneous tissue that measured approximately 1 x 1 cm in size. This required 4-0 vicryl rapid sutures. An additional graft was not taken despite the taken graft being damaged. There was no delay in the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b1, b2, b3, b4, b5, d2, d4, e1, e2, e3, g1, g2, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during an unknown time the harvest was choppy and increased to full thickness from .12 setting. There was no patient impact or delay noted. It is unknown if an additional graft was needed. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(4). G2 country: canada.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was loose and that there were components that were worn and damaged. The bearings, adjustment cam, machined head, and width plates were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.